Event description:
The physician attempted an arteriotomy closure in the right femoral artery using the starclose device after an interventional procedure. No femoral angiogram was done. Sixty (60) minutes after the closing, a "large hematoma" was noted and treated by manual compression.

Manufacturer narrative:
H10: the device was not returned and there was no lot info. We were not able to perform device inspection or device history review in this case.